Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported outflow graft obstruction and (B)(6) could not conclusively be determined through this evaluation as no images were submitted and the product was not returned for evaluation. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. The customer indicated that for general data protection regulation (gdpr) reasons the clinic will not provide any patient related information to the manufacturer, until further notice. No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04dec2015. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Event description:
It was reported that a customer gave a talk at a meeting of the german society of heart, lung and thoracic surgery (dgthg) entitled "diagnosis and treatment strategies of outflow graft obstruction in the fully magnetically levitated continuous flow lvad¿. Twelve cases of outflow graft obstruction were presented within the talk. The root cause of the obstruction was named ¿jelly formation¿ which appeared under the bend relief of the outflow graft and compressed the outflow graft. This event was determined to be one of the 12 events mentioned in the talk.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported outflow graft obstruction and (B)(6) could not conclusively be determined through this evaluation as no images were submitted and the product was not returned for evaluation. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. It was reported that a computed tomography (CT) scan showed obstruction of the outflow graft with stenosis. The outflow graft was stented. It was originally reported that the root cause of the obstruction was named ¿jelly formation¿ which appeared under the bend relief of the outflow graft and compressed the outflow graft. The customer indicated that for general data protection regulation (gdpr) reasons the clinic will not provide any patient related information to the manufacturer, until further notice. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04dec2015. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No additional information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a computed tomography (CT) scan which showed an obstruction of the outflow graft with stenosis on (B)(6) 2020. The outflow graft was stented.